Event description:
The pt had a diamond valve implanted in 1999, 7 weeks after a subdural hematoma. In 1999, a subdural hemorrhage was found on CT. Before explanting the valve. Dr bound the peritoneal catheter with a suture to allow the ventricles to recover. The pt's ventricles did not enlarge. The valve was explanted around early 2000.